Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the foot pedal of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The foot pedal (footswitch 9735800 cable 15ft s8 svc, lot 190501) was returned to the manufacturer for analysis. It was reported that through functional testing and visual/physical examination the reported issue was confirmed; there was an electrical failure with the foot pedal. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the foot pedal was functioning intermittently. While tracing the foot pedal would stop working. The site disconnected and the reseated the cable and then the trace would start as if the pedal was being pressed when it was not being pressed. The site swapped with another foot pedal and the issue resolved. There was no impact on patient outcome.